Event description:
The customer reported that the telemetry device has no sound. The device is not in use and did not contribute to any patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Problem statement: the customer reported that the telemetry device has no sound. While there has been no report of patient/user death or serious injury in this case, this event is considered reportable due to the potential that the device may fail to alert users to deterioration of a patient¿s condition. The issue is not associated with a death, serious injury, product design, or labeling deficiency. Complaint evaluation: the device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. Customer resolution and conclusion: the bench repair technician replaced the speaker. The device was tested and returned to the customer. No further investigation or action is warranted at this time. Patient/user involvement was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No, the device was not in use on a patient at the time of event. Was there any adverse event to the patient or user? If yes, describe? No, there was no adverse event reported. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was no adverse event reported.